Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the server results logs for the questioned sample was reviewed. The run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 510102 is performing outside of established design performance specifications. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 510102 and the components was performed. The manufacturing packets were obtained from abbott molecular document control and reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 510102 and the components was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 510102. The complaint history review identified four additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 510102. Three tickets were independently investigated and determined no product deficiency. The fourth ticket is currently pending an investigation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 510102 was not identified.

Event description:
The customer reported a false positive result on the alinity m sars-cov-2 assay, which showed late amplification and tested negative with two other assays. Follow-up testing of the patient with alinity m was negative and the patient was seronegative. There was no report of impact to patient management. Customer initially called for observation of a false negative result, which was reported via 3005248192-2021-00022. Upon review of the elevated complaint investigation it was identified that the customer mentioned an additional sample which generated a false positive result and therefore an additional report with the appropriate imdrf coding / FDA coding was required. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.